Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 6.0, 4.7, 5.7. Doctor did not order a lab draw and treated the pt on 4.7 results. Tech support discussed fingerstick techniques which seems correct.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6)2009, 1st inr = 6.0, 2nd inr = 4.7, 3rd inr = 5.7, mean = 5.47, sd = 0.68, %cv = 12.45. Since 12.45% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer results analyzed and precision met criteria. Product deficiency not established. Further action not required. No corrective action required at this time. As of 1/05/2010, 6 discrepant results complaints were reported for lot #211585 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.